Event description:
It was reported that after a da vinci-assisted nissen fundoplication procedure, the patient sustained a postoperative bleed and required a subsequent open laparotomy to control the bleeding. The bleeding was able to be controlled by ligating the small paragastric branch, which produced approximately 200 cc of blood loss. During the open procedure, once the bleeding was controlled, the vessel was examined, and it was identified that the vessel sealer extend (vse) instrument had burned and sealed the vessel during the initial robotic procedure. One side of the vessel was opened and was bleeding; the other side was closed and still sealed. The patient is recovering well and is currently discharged home. During the initial robotic procedure, the vse was used without any complications; all sealing tones and cycles were completed without issue. No bleeding occurred during the procedure; the estimated blood loss was 10cc.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the advanced logs for the vessel sealer extend instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) pmi. The following additional information was provided: the instrument was installed 1 time on universal surgical manipulator (usm)3; activation events showed 3 vs_bipolar events with no errors and 232 vs_seal events with 2 high errors. No errors were seen in logs. The instrument was used for about 40 minutes.